Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g3, g6, h10. D10: concomitant medical devices: - liner 7 mm offset 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell, ref: (B)(4), lot: 63617084. - femoral stem beaded 12/14 neck taper - standard body - extended neck offset size 11 130 mm stem length, ref: (B)(4). Lot: 60632081. - shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, ref:(B)(4), lot:61398211. Review of event description: it was reported that the patient was revised due to instability. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - medical records: medical records were provided and reviewed by a health care professional. The review identified that the patient was previously revised on (B)(6) 2019 due to elevated metal ions where the head and liner was revised. The patient was then revised on (B)(6) 2019 due to instability. During the revision, there was a seroma and adhesions. The shell and femoral component were noted to be well fixed. The liner and head were replaced with good flexion, internal rotation, extension, and external rotation. No complications during surgery were noted. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was revised due to instability. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: liner 7 mm offset 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell; catalog# 00-8754-010-36; lot# 63617084. Therapy date: (B)(6) 2019. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was revised due to instability.